Manufacturer narrative:
This supplemental report is being submitted to provide additional information. After reprocessing of the subject device, second culturing test for the device was conducted at the third partly laboratory. The culturing test indicated no microbial growth for the subject device. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus deutschland (ode). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the instrument channel tested positive for mesophilic aerobe bacteria (6cfu) and the test also indicated rapid growth of bacillus species for the sample that collected from air/water channel. The test indicated no microbial growth for the distal end. Ode is planning additional culturing test again for the subject device after additional reprocessing.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests at the user facility, the subject device repeatedly tested positive for unspecified bacteria. Other detailed information such as the type and number of the bacteria has not been provided from the user facility at present. There was no report of patient infection associated with the event.